Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3® deployment system instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak, incomplete component deployment.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment of an abdominal aortic pseudoaneurysm using gore® excluder® aaa endoprostheses featuring c3® deployment system. It was reported that the patient¿s aorta was hyper calcified and the lumen measured approximate 11mm. A endurant® (non-gore) aortic cuff was implanted just below the lowest renal artery. A trunk-ipsilateral leg component was then advanced to just below the lowest renal artery, and the proximal portion was deployed. It was reported that the contralateral gate was compressed. The physician tried to cannulate the contralateral gate but was unable. After deployment of the ipsilateral leg component (left leg), he attempted to pull the guidewire over the flow divider but was unable. The physician then decided to not implant the contralateral leg component. An aortic extender component was then implanted from the trunk portion to the ipsilateral leg to create an aorto-uni-iliac configuration. After touch up ballooning, a proximal type I endoleak was observed. Although touch up ballooning was performed again, a slight proximal type I endoleak remained. The physician chose to monitor the endoleak. The right common iliac artery was embolized using a plug. A femoral-femoral artery bypass surgery was performed using a fusion® graft (non-gore) to ensure blood flow to the right leg. The patient tolerated the procedure.